Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the units that were flooded by pipe busting. A field service engineer (fse) worked on the unit throughout the day and replaced multiple parts due to failure following water exposure. The latch, power supply unit, and board were replaced, but the unit did not recover, and internal damage was suspected. Additional parts were sourced from another engineer and installed, and an inseparable magnet issue was also addressed during troubleshooting. After multiple configuration and testing attempts, the tower was ultimately replaced with another unit available in the pharmacy. The customer mentioned that spoke with the customer regarding the tower that was lost, and the customer indicated that follow up would be made with the supervisor. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the station was displaying a black screen. The customer requested a field service technician because the station had powered off due to water leakage in the station area. However, there were no delays or adverse events or injuries reported based on this event.